Event description:
It was reported that a 50-year-old caucasian female who underwent a breast augmentation primary with a mentor siltex round moderate profile, 375cc saline breast implant experienced right-sided device deflation postoperatively. The issue was diagnosed through physical examination. As a result, patient scheduled for replacement with mentor saline implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 18, 2022 indicated that the patient underwent bilateral replacements as follow: l) sn#:(B)(6) / cat#:shpx-450, r) sn#:(B)(6) /cat#: shpx-450 suspect device received on october 19, 2022 device evaluation completed on october 24, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, appears without apparent damage nor visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear of 0.9 cm within the siltex cracking on the posterior view. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).